Event description:
The patient was hospitalized due to hyperglycemia. The patient stated that patient's insulin infusion pump with blood glucose monitor was reading approximately 100 points higher then the hospitals monitor. When tested patient's monitor did not pass control test. Patient did not receive any alarms or alerts on patients pump. The reporter will send back the pump, the monitor, and all disposables in use at the time for system evaluation.